Manufacturer narrative:
Concomitant medical products: d224drg ICD, implanted: (B)(6) 2010. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high superior vena cava (svc) impedance. Follow up was conducted and intervention was unknown. The lead is still in use. No patient complications have been reported as a result of this event.